Event description:
It was reported that the pt had >4000 ohms on some bipolar pairs. The pt is having some relief of symptoms on the right side, but not the left side. There was no reported trauma. No x-ray or CT had been done to check lead position. No pt outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received. Ref MFR report # 6000153200704520.

Manufacturer narrative:
.